Event description:
A report was received that the patient was experiencing communication issues between the remote control and the ipg following a previous lead revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing revealed the battery depletion rate with stimulation off exceeded the typical battery depletion rate. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current company labeling warns against the use of monopolar electrocautery. The complaint regarding communication issues between the ipg and the remote control was not confirmed. The ipg passed telemetry protocol testing.

Event description:
A report was received that the patient was experiencing communication issues between the remote control and the ipg following a previous lead revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.